Event description:
Item 6210-9-080 (gray cement forcep) listed in 62109900-t is broken. There is a screw missing near the handle which means the jaws will not close properly. No further info will be provided and item will not be returned.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the MFR. The lot code for the reported device was not provided. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.